Manufacturer narrative:
The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field e3. Occupation - the occupation is patient/consumer. H3 other text : na.

Event description:
It was alleged that a patient received questionable results when testing with coaguchek xs meter serial number (B)(6). At 7:30 a.m., a sample from the patient was tested using the meter, resulting in a value of 1.6 inr. The patient went to a clinic and was tested using an unknown laboratory method at 9:50 a.m., resulting in a value of 2.21 inr. This value seemed reasonable to the patient. The patient returned home and tested with the meter again around 2 p.m., resulting in a value of 1.7 inr. The patient's therapeutic range is 2 - 3 inr.